Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system an increase in discrepant results were obtained by the laboratory personnel. The customer reported that several patient samples tested positive and upon repeat the results were negative. No erroneous results were reported out and there was no report of adverse patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for false positive results when using the bd sars-cov-2 reagents for bd maxtm system (ref# 445003) unknown lot was performed by the review of the manufacturing records, review of the customer¿s data and verification of complaints history. Since this assay uses the bd max¿ exk¿ tna-3 kit and 2 different lots were used, both lots were investigated, along with the bd sars-cov-2 reagents kit lot 0093885. Review of the manufacturing records indicated that the qc results for the various lots were compliant. Customer is reporting discrepant results in run 139. The amplification curve of the suspected false positive sample doesn¿t look like a real amplification, and the same curve shape was also observed in the fam channel for this sample. Moreover, there is no appearance of amplification in raw signal. Also, when this sample was retested, it gave about the same amplification profile but the curves did not meet the criteria to be called positive. Bd has received several customer complaints for weak n1 or n2 positive results, when using bd sars-cov-2 reagents for bd max¿ system. Most of these complaints concerned atypical curves, with low endpoints. Analysis of the various databases received from customers revealed evidence of similar patterns. All the runs analyzed showed presence of background noise caused by signal drift in the cy5 channel, with the n1 target causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. In all cases, contributing factors included product design. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd maxtm system lots for false positive results. The root cause is under investigation and will be documented in our quality system. Bd confirms the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (B)(4) to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
Medical device lot #: 0092419 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system an increase in discrepant results were obtained by the laboratory personnel. The customer reported that several patient samples tested positive and upon repeat the results were negative. No erroneous results were reported out and there was no report of adverse patient impact.